Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker migrated from its fixation position inside the pocket, which was confirmed by fluoroscopy. A temporary pacing system was inserted. Subsequently, a revision procedure was performed and the device was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker migrated from its fixation position inside the pocket, which was confirmed by fluoroscopy. A temporary pacing system was inserted. Subsequently, a revision procedure was performed and the device was repositioned. No additional adverse patient effects were reported. Additional information was received, which indicated the device was explanted. The leads exhibited loss of capture and high thresholds and the patient already had implanted a leadless pacemaker, so the physician decided to remove the system. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this pacemaker migrated from its fixation position inside the pocket, which was confirmed by fluoroscopy. A temporary pacing system was inserted. Subsequently, a revision procedure was performed and the device was repositioned. No additional adverse patient effects were reported. Additional information was received, which indicated the device was explanted. The leads exhibited loss of capture and high thresholds and the patient already had implanted a leadless pacemaker, so the physician decided to remove the system. No additional adverse patient effects were reported.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The allegation could not be confirmed by laboratory analysis. Patient code 3191 was applied to capture the reportable event of surgery.